Event description:
Report received of a pt death while the device was in use. The device was programmed to deliver an unspecified concentration of demerol. The programming parameters were not provided. The pt had also reportedly received an unspecified amount of im demerol. The customer reported "the pt received too much demerol, had a seizure, aspirated and expired on an unpsecified date and time." The customer reported that there was no evidence of programming or user error related to the event. Though requested, no additional info was provided.